Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that after a cataract surgery with an intraocular lens (iol) implantation, "there was a crack in the lens." The iol was replaced in the same procedure with no reported harm to the patient. Additional information has been requested.